Event description:
The patient was undergoing a bilateral sagittal split osteotomies for mandibular retrognathia and retrogenia. The surgeon was using the electric u-drill while irrigating. The attachment on the u-drill overheated and caused a burn inside the patient's mouth. The surgeon irrigated the patient's mouth with cold saline solution, and removed the drill from the field. The manufacturer's representative replaced the attachment with another. We believe that the attachment is still in the hospital, but have been unable to locate it.